Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. As a result, the device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Due to this, tachy therapy was deactivated. The patient was reported to be admitted to the ICU. Additionally, pace impedance measurements were found to be out of range. A lead revision was scheduled, however, the patient ate breakfast and the procedure was canceled. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. As a result, the device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Due to this, tachy therapy was deactivated. The patient was reported to be admitted to the ICU. Additionally, pace impedance measurements were found to be out of range. A lead revision was scheduled, however, the patient ate breakfast and the procedure was canceled. Further information confirmed a lead revision was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. As a result, the device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Due to this, tachy therapy was deactivated. The patient was reported to be admitted to the ICU. Additionally, pace impedance measurements were found to be out of range. A lead revision was scheduled, however, the patient ate breakfast and the procedure was canceled. No additional adverse patient effects were reported. At this time, this device system remains in service.